Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using apidra insulin within the pump supplies. Tandem customer technical support informed customer that apidra is off label per the user guide. In addition, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a supply change was performed to address the issues and insulin delivery was resumed. Customer¿s blood glucose level was 130 mg/dl.